Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, distal circumflex artery, the non-abbott guide wire was positioned and pre-dilatation completed using a non-abbott balloon dilatation catheter (bdc). A 3.5 x 15 mm multi-link vision stent was successfully implanted. A 3.5 x 8 mm voyager nc bdc was advanced but could not cross the implanted vision stent; it was also noted that anatomical resistance was felt and after removal that there was a kink in the proximal edge of the device hypotube. The procedure was completed with a 3.5 x 15 mm voyager nc bdc. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Subsequent information received from the site reported that the 3.5 x 15 mm vision stent was noted not to be fully opposed to the vessel wall requiring post-dilatation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: sion; inflation: abbott 20/30; guide cath: ebu 3 sh 6f; rhv: copilot; sheath: terumo 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.